Event description:
It was further reported that the physician stated the shaft fracture found on analysis did not occur during the procedure. It was further clarified that they could not determine when the shaft fracture did occur.

Event description:
It was reported that during a percutaneous coronary interventional procedure, deflation difficulty occurred. The 80% in-stent restenosed lesion was located in a moderately calcified distal left circumflex artery (lcx). The 3.0 x 10mm flextome monorail cutting balloon was inflated twice within a unspecified bare metal stent. On both inflations the physician felt that the deflation time was approximately 2-3 seconds longer than usual to deflate the balloon. The procedure was completed with a different device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination of the device found that the returned balloon had evidence of being inflated with no damage noted to the balloon. The hypotube shaft was broken 205mm from the distal end of the spiral strain relief. A kink was noted in the hypotube shaft 170mm from the distal end of the spiral strain relief. There was no other damage noted to the shaft. A microscopic examination of the distal shaft found that there was no evidence of the outer distal necking down onto the inner lumen. There was no damage noted to the proximal bond. A clear inflation/deflation path was evident. The device could not be inflated due to the break in the hypotube shaft. No other damage was noted on the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).